Event description:
The field application specialist stated the user had a discrepant calcium result for one pt serum sample. The original result was 14.91 mg per dl. The same sample was rerun on the other integra 400 (B) (4) and recovered 9.61 and 9.38 mg per dl. The discrepant result was not reported out and no treatment was based on the discrepant result. The field application specialist determined the photometer and lamp were not functioning properly. The field service representative determined the photo meter was defective and replaced it. He verified the analyzer performance by running a check test, precision, calibration and qc.